Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Byte dentist found patient is not indicated for byte treatment. There is active decay on #25 distal and active bone loss. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.